Event description:
It was reported the insulin pump had a high pitch alarm and customer was unable to clear it. None of the buttons are responding. Customer removed the battery to stop the sound, which worked for a little while. Customer's blood glucose was 6.7mmol/l. Customer was watching tv when the device alarmed. Customer was advised the device need to be replaced. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
All of the buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted during the visual inspection. The insulin pump was monitored for several days with no audio anomaly. The insulin pump was received with a cracked reservoir tube lip and minor scratches on the display window.